Event description:
Stryker performance series sagittal blade ref# (B)(4) was being used during a total knee procedure when the hook on the back of the blade broke. An additional sawblade had to be utilized to complete the procedure.